Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The analysis indicated that the stop cock of the flush port valve of the delivery system was separated. Fluid pathway leak was observed on the delivery system. There was an issue with the handle of the delivery system. Blood was observed on the delivery system (not obstructed). Blood was observed on the outer shaft of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the flush tube of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. There is blood on the outer shaft located at the distal end of the stability member. The stop cock is not seated all the way in the flush port valve. The stop cock for the flush port valve is loose and becomes detached from the flush port valve during flushing. There is a slight restriction in the flush tube at 14 cm from the distal end of the flush port valve. There is blood at the distal and proximal end of the tether lock insert housing. There is blood in the handle. The delivery system was able to be flushed while covering the flush port valve stop cock hole without restriction. Articulation could not be tested as only a partial delivery system was returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) following the initial flush of the delivery system it became impossible to further flush the device. The ipg was implanted at the first pacing site without difficulty. It was noted the cross valve of the delivery system was broken. The ipg remains in use. No patient complications have been reported as a result of this event.